Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported several failed battery test alarms. The customer stated she had tried changing the battery several times but the alarm persists. The customer's blood glucose was 91 mg/dl. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer received a failed battery test alarm after troubleshooting. The customer was advised to replace her insulin pump and revert to a back-up plan. No additional information provided.